Event description:
A dural leak/hole, possibly a surgical complication was reported. Per healthcare provider (hcp) patient had a spinal fluid collection at the catheter site, "probably leaking from her old insertion site". It was stated that a new spinal catheter was placed at last procedure i.e. Replacement surgery on (B)(6) 2012 (please refer to MFR report # 4209178-2012-05677 for the previous pump replacement). It was further added that everything was intact on CT scan. Per hcp there was a need to place lumbar drain to treat the tense csf (cerebrospinal fluid) collection; "might need to do a laminectomy to repair the leaking hole in the dura followed by lumbar drainage". Hcp questioned if the rate of pump infusion could be turned down for the dural hole to close. Drugs delivered via the device were morphine and baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information reported that the patient had a repair done to control the leak. It was not actually a laminectomy, but a non-invasive way of fixing it. There was nothing wrong with the new catheter that the health care provider had placed. It was the old insertion hole from the previous catheter that they had removed. The fluid leak was cerebrospinal fluid. It was corrected and the patient recovered fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8731sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).